Event description:
Pt was receiving MRI of shoulder. Shoulder coil was in use. Patient was unable to be still for duration of procedure. Procedure time was lengthened as a result. Pt began to complain of a burning sensation in shoulder area. Procedure was terminated at that time.onsite evaluation of equipment by ge - ge reports no problems when doing testing and calibrations. Unable to reproduce effects. On site visit by applications person helpful in identifying possible related causes.